Manufacturer narrative:
The pump functioned properly during the displacement test and self test. No button error alarms were noted. The pump responded properly to all button presses. No damage was noted on the keypad traces. The connector on the lcd board was locked. The pump also had minor scratches on the display window and a cracked reservoir tube lip. No moisture damage was noted on the electronic assembly or motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump was exposed to fluid. The patient's blood glucose at the time of incident was 13.2 mmol/l. The insulin pump was splashed with water and no longer works; the pump alarmed with a button error and does not function properly even after it was dried. Troubleshooting was initiated for pump exposure to fluid. The customer was advised to revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.